Event description:
As reported, the peg of a 6/7f mynx control vascular closure device (vcd) was visible when package was opened. The device was not used on the patient. There was no reported patient injury. The product was stored per instructions for use (IFU) and opened in a sterile field. The user was trained to device. The device will be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Upon receipt of device, it was discovered that the reported device of mynx control was incorrect. Therefore, the reportability of the correct device (mynxgrip) changed. Due to the system's limitation this report is being submitted.